Event description:
"Noticed mid case 15mm trocar had shattered; doctor pulled out over 20 individual pieces. No way to know if they got them all." Ra interview with applied medical district mgr on 12/15/2009. Ra interview with (B) (4) on 12/16/2009. "The surgeon noticed the fractured cannula when he was going to remove the specimen. Surgeon retrieved over 20 pieces of the devices and had to extend the case approx 90 minutes searching for pieces. The very tip of the cannula was fractured with a crack extending midway up the shaft and the distal 1.5-2" of the cannula "shattered". The pt was in the lateral position and the port was most likely placed in the upper left quadrant."

Manufacturer narrative:
Product had been recalled july 2, 2009. This incident is currently under investigation and a follow up report will be issued upon completion of evaluation.